Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is a healthcare professional (hcp), reported to had been injected by a hcp with 1 ml of juvéderm voluma® xc in the cheeks, 1 ml of juvéderm vollure¿ xc marionette lines, and juvéderm volbella® xc into the chin area (8). 5 days after the injection, the patient developed ¿swelling, pain (that was progressively worsening) and nodules¿ at the injection sites. The patient also presented left and right chin nodules. ¿granuloma formation¿ was noted as etiology of the symptoms. No diagnostic tests were performed in relation with the symptoms. There was no bruising or signs of infection. 5 days after the date of onset, the patient self-treated with hyaluronidase to the left cheek and right chin. On the same day the patient self-treated with kenalog to the left cheek. On the following day, kenalog treatment to the right chin was performed. The symptoms resolved 4 days later. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00659 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00660 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, also a device manufactured by allergan.